Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. For the 1 unit, the ventilator was replaced was replaced to resolve the issue. For 1 event, ge healthcare technical support troubleshot the issue with the hospital biomedical engineer. No resolution information available. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 event, the checkout of the unit was performed by a distributor.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced gas leaks. 1 unit was reported for a leak greater than 4.5l per minute resulting in the loss of mechanical ventilation, 1 unit reported for a malfunction causing a leak resulting in a loss of manual ventilation. 1 unit reported for a large leak during a low flow case, 1 unit reported for a large leak causing an inability to ventilate as expected, discovered during pre-use checkout. These reports were received from various sources. Of the 4 events, 3 did not involve a patient, and 1 did involve a patient. There was no patient information available.